Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire hydrophilic coating detached and remained inside the patient. Vascular access was obtained via the right side. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified occlusion of artery tibialis posterior . This v-14 controlwire was selected; however, an attempt was made to open an occluded artery and part of the coating of the v-14 guide wire remained inside the patient. Aspiration was performed to remove the detached coating but was unsuccessful. Resistance was noted during insertion and withdrawal from the stenosis. Angiography confirmed that there was no vessel damage. The procedure was not completed due to the inability to pass the stenosis. No further patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tip kinked and lightly peeled with a small section of the corewire exposed. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire hydrophilic coating detached and remained inside the patient. Vascular access was obtained via the right side. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified occlusion of artery tibialis posterior . This v-14¿ controlwire was selected; however, an attempt was made to open an occluded artery and part of the coating of the v-14 guide wire remained inside the patient. Aspiration was performed to remove the detached coating but was unsuccessful. Resistance was noted during insertion and withdrawal from the stenosis. Angiography confirmed that there was no vessel damage. The procedure was not completed due to the inability to pass the stenosis. No further patient complications were reported and the patient's status is good.''